Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The returned product exhibits signs of repeated use and the post feature has fractured off. All pieces were returned. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. Root cause was determined to be due to user error as the surgeon impacted the construct with their hand. Per persona surgical technique, instructs that gentle manual pressure should be applied without impacting the tasp construct with either a mallet or hand. Closely following this technique tip should decrease the risk of any tasp construct failures. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when trialing the knee during a right total knee arthroplasty, the yellow pieces would not slide in so the doctor used his hand to hit the shim handle which broke the part. This happened toward the end of surgery so it did not affect the procedure or the patient. There was no surgical delay or impact to the patient. No product fell into the patient. The surgery was not completed with a second device, as it was not needed. Attempts have been made and no further information has been provided.